Event description:
It was reported that following a total knee arthroplasty (tka) performed on (B)(6) 2010, the patient experienced an implant failure attributed to a defect in the polyethylene (plastic) component. The failure resulted in the patient¿s knee locking and inability to fully extend the leg. The event caused severe pain and immobility, requiring an emergency room visit where the knee was manipulated back into position. During this intervention, the patient was administered ketamine for anesthesia and subsequently reported experiencing disturbing aftereffects. A knee brace was applied to prevent recurrence of the femoral component dislocating over the tibial component. Due to the implant failure, a revision surgery was later performed to replace the affected components. The patient reported that the replacement polyethylene components provided by the physician appeared to reflect a design change compared to the original components. The patient also indicated that they retained the removed components. Post-revision, the patient underwent additional rehabilitation, which was reported to be more painful than the initial recovery. Despite completing physical therapy, the patient reports ongoing knee pain.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.